Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: had issues with retraction. No pt/clinician harm. Doe (B)(6) 2025 and unknown.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed 20ga x 1.00in. Insyte autoguard unit from lot number 4305275. The unit was received retracted and with media. The IV catheter and needle cover were not provided for investigation. The needle was placed back into initial position and microscopically analyzed. The needle tip met specifications, and no damages were discovered to the needle, needle hub, grip, or the barrel. A microscopic examination revealed that the needle tip was acceptable according to the visual standard. No damage or defects associated with the manufacturing process were noted on the returned sample. A device history record review showed no non-conformances associated with this issue during the production of this batch.